Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va0asbc , implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with an im plantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient reported to the surgeon with decreased efficacy in symptom control. It was noted that patient described multiple falls to unknown medical issues, and they presented with unsteady gait at the time of the appointment. The rep reported that implant interrogation showed all electrode combinations with impedance over 4000, further mentioning that all case combinations were within normal perimeters. A fractured lead was reported. The rep noted that four new programs provided using case positive options and all stimulation was vaginal and rectal with amplitude under 2. It was unknown whether the issue was resolved at the time of the report. No surgical intervention was planned or occurred. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3093-28, lot#: va0asbc, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the decreased efficacy in symptom control began on (B)(6) 2017. It didn't seem to be working and they changed the program, but it still didn't work. The broken lead was found on (B)(6) 2017. The issues were still not resolved as of (B)(6) 2017.